Event description:
Situation: patient with salem sump was found to not have a sump draining to a suction canister. Background: patient's salem sump has been having a lot of drainage; and the suction cannister has needed to be changed frequently assessment: when suction canister was changed, it was found that the sump was no longer getting appropriate suction. Despite there being a closed seal on the suction cannister and lid and the suction tubing/wall device being appropriately set up; the salem sump did not get any suction. The cannister was changed out 3 times before suction was successfully achieved. Also, the suction cannister set up for emergency respiratory suctioning was checked and that cannister was also faulty. Replaced and suction was successfully tested and confirmed. Recommendation: check suction cannister and lids to see if there is a change in manufacturer and see if there are more faulty cannister/lids stocked in equipment room there was no patient involved, there was no harm detected. Cap found to have mold on two of the white filters . The canister is deroyal crystailine suction system . There is not a lot number or item number on the canister that I can locate. It was connected using conmed 1.5 long suction connecting tubing ref (B)(4) lot # unknown but current stock is 202010224 the suction tubing is non-conductive suction tubing ref (B)(4) lot # unknown but current stock is j20082138s.